Event description:
Customer changed the cartridge and filled the tubing. Customer received a telephone call. After answering the call, the customer received a "resume pump" alarm. During troubleshooting with tandem technical support, it was found that the customer had not resumed insulin delivery after changing the cartridge and fill tubing. The customer's blood glucose level was elevated (222 mg/dl.) Customer stated that a correction bolus would be administered.

Manufacturer narrative:
Follow up same day indicated that customer was doing well. Blood glucose level was high, but decreasing. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.